Manufacturer narrative:
1. Complaint description: sureclip gastrointestinal endoscopic clip was deployed down scope, but the clip did not open during its placement. 2. According to the customer complaint description, we conducted the following analysis: since there is no detailed information such as the complaint samples, complaint pictures, etc., according to the complaint description, it was found that the clip could not be opened normally during the operation. Combined with the complaint description, we speculated that the front end of the clip was closed and could not be opened. The pedestal and delivery system is separated, but the cable is still connected and not separated. As follows, we first investigate and analyze the production process: 2.1 the clip pedestal and the delivery system are connected by the grip hook . The three claws of the grip hook are respectively inserted into the holes at the front end of the delivery system and the holes of the clip pedestal. This may occur when the three claws of the grip hook do not fully extend beyond the hole of the clip pedestal. We analyze from the production process: when the operator installs the grip hook, the grip hook needs to undergo radial compression, and the three claws can enter the hole of the delivery system and the clip pedestal. During this process, the following may occur: when the force is biased to one side of the jaw due to the personnel installation operation, when the jaws are contracted inwardly and the amount of deformation is large, the grip hook cannot completely extend out of the tail hole of the clip pedestal, which may cause a complaint phenomenon. On may 11, 2019, we lengthened the claws length to offset the shortening caused by deformation, increased the length of the grip hook, lengthened the unilateral jaw by 0.05mm, lengthened the effective part of the hanger holder, strengthened the linkage between the grip hook and the clip pedestal, reduced the risk of separation, and reduced the occurrence of adverse phenomena. After inquiring about the customer complaint, the batch m200903238 is an improved batch. 2.2 at the same time, we also simulate this kind of complaint phenomenon. When the medical staff during the use of the clip pedestal is separated in advance, the possible causes for our analysis are as follows: first, the release principle of our clip is the rear end of the pull hook is connected with the drive wire and the handle, and is connected to the clip through the pin roll, which is a driving part. When the operator pulls the handle to provide thrust /the driven wire pulls the clip on the chute/ under the action of tension, the clip moves around the pin roll to realize the opening and closing and releasing action of the clip. After the clip is closed, the operator continues to pull the handle. At this time, the pull hook will transmit the force of the back pull to the grip hook through the offset position tube. Due to the acting force, the three claws of the grip hook are deformed by force and detached from the hole of the clip pedestal and the outer tube assembly, thereby realizing the first separating action, that is, the separation of the clip pedestal and the outer tube assembly. The operator continued to pull the handle. At this point, the clip has been limited by the hinge pin and cannot continue to retreat. After the hook of the pull hook reaches its strength limit, the hook deforms, and the notch at the front end becomes larger due to the deformation, which causes the pin roll to fall off from it, achieving a second separating action, and the clip is completely released at this time. Combined with the phenomenon of complaint, we analyze that after the clip was closed with force, the operator wanted to push it open again. It was found that the clip pedestal was separated from the outer tube assembly, and the drive wire (pull hook) was still connected to the clip. At this point, the first separation point in the release action and the closing self-locking action are completed. Because the medical staff thought that the clip had failed, and the medical staff pushed the handle forward to cause a complaint. The safe operation at this time is: continue to pull the handle back to complete the subsequent release action, and the clip can still be released normally. 3. In view of the early separation of the clip pedestal during use, we have described in the precautions of the use method in the IFU:" do not continue to pulling back the slider further beyond the tactile resistance until you are ready to deploy the clip, otherwise you may not be able to re-open the clip. If you hear or feel a click, the clip cannot be re-opened". At this time, our safe operation is: continue to pull the handle, the subsequent release action is completed, the clip can still be released normally. We will continue to pay attention to this issue to ensure patient safety.

Manufacturer narrative:
On 04/16/2021, we emailed to the importer (B)(4), the quality assurance specialist of (B)(4) told us that the defective device was not available for return. We will keep monitor this complaint and try to get more information to investigate it.

Event description:
On 04/14/2021, we found an alleged complaint regarding sureclip through maude . Report number: (B)(4) it was reported that "a micro-tech (nanjing) co. , ltd. Sureclip gastrointestinal endoscopic clip was deployed down scope, but the clip did not open during its placement. The sureclip gastrointestinal endoscopic clip was removed intact without patient retaining any parts of device."